Event description:
During a device upgrade procedure, it was noted there was an increased threshold on the right ventricular (rv) lead. No visual anomalies were noted on the rv lead. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a device upgrade procedure, it was noted there was an increased threshold on the right ventricular (rv) lead. No visual anomalies were noted on the rv lead. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.